Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Before use hypodermic needle injury: no other treatment: no quantity returned unused: 0 condition: it was before opening the package, (B)(4)this was detected during a hearing held at the xxxx japan facility. There were no actual items, they were said to have been discarded at the facility.

Manufacturer narrative:
21 syringes impacted from and unknown lot #. See medwatch completed section c form attached.